Manufacturer narrative:
The customer¿s meter was requested to be returned but was not available. The customer stated they dropped the meter. The labeling states that if you have dropped the meter "you must check by means of the display test if the meter display works properly. If your display is not functioning properly, do not perform further tests as results may be misread if a segment is missing. Contact your local customer support and service center." Occupation was lay user/patient. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a patient having a stroke due to the coaguchek xs meter not working. As a result, the customer was unable to test their inr. Due to the inability to test and a low inr, the patient was hospitalized for a stroke. No specific inr results were provided. On (B)(6) 2017 the patient called the idtf and reported they could not find their meter. The call was transferred to technical support where the customer reported that the meter had been dropped, consequently stopped working and afterward the meter was lost. No further information regarding the meter could be provided. After the call, a replacement meter was ordered and sent to the customer on 06-dec-2017 and the customer resumed testing on (B)(6) 2017. Information provided by the idtf indicated the last result on the meter prior to 05-dec-2017 was on (B)(6) 2017. The actual result could not be provided. The specific date of the stroke was not known. Therefore, (B)(6) 2017 was used as an approximation. We will update the date if we later confirm the actual date of the event. This MDR is being submitted in an abundance of caution.